Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported from a clinical study that a patient had a right reverse total shoulder arthroplasty performed. The patient did very well throughout the study until reporting severe pain and instability with activities at the 5 year follow up. There was no specific issues found with the implant nor did the patient have any trauma. There is no planned revision surgery. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: 110031419. Lot: 64291273. Item name:+3mm thickness 36mm diameter bearing. The product will not be evaluated by zimmer biomet as it remains implanted in the patient. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported from a clinical study that a patient had a right reverse total shoulder arthroplasty performed. The patient did very well throughout the study until reporting severe pain and instability with activities at the 5 year follow up. No treatment or intervention has been reported. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Crf was provided and reviewed by a health care professional. Review of the available records identified the following: 3 years, x-rays normal, no instability, pain 0/10, ases 81.7, slight pain, moderate problems with usual activity and walking; 5 years post op: x-rays normal, instability 9/10, pain 8.5/10, ases 30.8, moderate pain and problems walking, slight problems washing/dressing and doing usual activities. Radiographs were indicating to be returning. However, x-ray review is not necessary in this complaint. We have results given to us in the crf from 6 weeks to 5 years postop of image results being ¿normal.¿ obtaining images would not enhance the investigation. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.